Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited out of range ventricular impedance measurements. Noise was observed on the rate/sense channel. The atrial lead exhibited variable impedance measurements. During the revision procedure, it was discovered that the header had seperated from the can. The device was explanted and has been returned for analysis. The leads remain in service.

Event description:
Defibrillator (ICD) and transvenous implantable lead exhibited out of range ventricular impedance measurements. Noise was observed on the rate/sense channel. The atrial lead exhibited variable impedance measurements. During the revision procedure, it was discovered that the header had separated from the can. The device was explanted and has been returned for analysis. The leads remain in service.